Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer intended to retrieve the charger from home and planned to call back for further assistance.